Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl, 143 mg/dl and 207 mg/dl. The customer was treated with manual injections. It was reported that they had no delivery alarm, the troubleshooting was performed and event was resolved by changing complete set infusion set and reservoir. The insulin pump will be returned for analysis.